Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a avf (arteriovenous fistula) declot of the upper extremity the device unraveled and got stuck in the avf balloons. It is reported the wire got stuck in the balloon catheter and as the physician pulled harder on the wire, it began to come unwound. Everything was able to retrieved during the same procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.